Event description:
The lab received six glucose meters with error 2 readings. Lot strips, quality controls and agents were all tested and ruled out as contributing factors. Life scan was contacted to help with trouble shooting. The manufacturer reported its research suggested hydrogen peroxide contamination. Information from the lab point of care testing (poct) department -a new product for cleaning contains peroxide. This peroxide affects the point of care glucose strip method and causes false elevated results. It was discovered on a patient unit with meters failing the low quality control value. An error code of "error 2 test strip (b)" appeared on the meters. Poct contacted lifescan to help troubleshoot the issue. It was determined by the vendor that peroxide was the causative agent for the error and false elevated result.